Manufacturer narrative:
Continuation of medical devices: product ID 97745, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient noted that her stimulation was turning on/off by itself. The patient will lose stimulation and, when she checks with the controller, her stimulation is turned off and she did not turn the stimulation off. The patient did not have adaptive stimulation (as) programmed on. The representative noted that electrode impedances were fine, ranging from 710-990 ohms. It was further reported that the patient programmer keeps spinning. The patient takes out the battery and re-inserts and that corrects the spinning. It was also reported that the patient feels intermittent sharp pain. The patient turns her stimulation off and the sharp pain is still present. The patient reported that prior to having the stimulator implanted the patient was feeling left leg numbness. One month after the stimulation was implanted, the patient felt a loss of sensation on her left leg, about 1 week prior to reported, and the patient fell a couple of stairs. The fall did not affect the stimulator. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s fall was not therapy related. They stated that the cause of the ins turning off by itself, programmer spinning, and patient¿s numbness and pain was not determined. However, the rep reprogrammed the patient for better coverage. They also noted that an impedance check was done. The rep stated that they were unable to pull up the reports without their computer, so they will be following up with the patient regarding their ins turning off. No further complications were reported or anticipated.